Manufacturer narrative:
A1: the full patient identifier is case-(B)(4), the customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. No hardware errors or other assay issues were reported in conjunction with this event. No other patient results were called into question. Customer technical support (cts) assisted the customer over the phone on 15-aug-2024. The customer verbally reported system check and quality controls have been passing within specifications. Cts advised the customer to check the centrifuge recommendations with tube manufacturer. Cts discussed hardware verification and sent the checklist to the customer, but he declined because he is convinced that sample handling contributed to this event. Customer acknowledged that the sample, 12 days-old, contained fibrin which is known to interfere with analysis of some assays. The customer did not follow the IFU (instruction for use) and the clsi guidelines for preanalytical sample handling. In conclusion, preanalytical sample handling will be implicated as the likely cause for this event as customer acknowledged that the sample contained fibrin which is known to interfere with analysis of some assays. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event.

Event description:
On 15aug2024, the customer reported one false elevated toponin I (access high sensitivity troponin I) patient result was generated on the customer's unicel dxi 600 ar analyzer serial number (sn) (B)(6). The customer stated one hstni patient sample resulted at 278.8 pg/ml on 03aug2024. A second sample from the same patient resulted at 2.8 pg/ml. A third sample from the same patient resulted at <2.3 pg/ml on both of the customer's dxi analyzers sn (B)(6). The original sample was repeated on 15aug2024, 12 days old, and resulted at 3.5 pg/ml. The patient was administered a heparin IV drip, and possibly other medications but it is unknown for sure, based on the false elevated hstni result. No further information was provided. No hardware errors or issues with other assays were reported in conjunction with this event. Calibration passed on 31jul2024 with reagent lot 439270 and calibrator lot 338836. Per the customer's verbal report, quality controls (qc) have been passing within the laboratory's established ranges. There was no indication of carryover as the customer did not report obtaining high hstni sample results prior the questioned result. Customer technical support (cts) assisted the customer over the phone on 15aug2024. The sample was collected in 13x100 mm lithium heparin plasma tube with gel. The sample was reported to have residual fibrin present however it was 12 days old.